Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demographics: clinical ID: (B)(6). Primary diagnosis: neuropathic pain injury: neuropathic pain ae of interest: nerve compression or nerve root disorders it was reported that on (B)(6) 2011, post-op, the patient complained of neuropathic pain as a result of nerve compression or nerve root disorders. Patient had underwent the following diagnostics: - x-ray (normal) : (B)(6) 2011 - electromyogram (normal): (B)(6) 2011 - patient reported symptoms: abnormal, right sciatica, (B)(6) 2011 - examination: abnormal, lasegue, (B)(6) 2011 - CT-scan (normal): (B)(6) 2011 the patient was administered rhbmp-2/acs of pack size 12 mg (dose per day: 2/6 of the matrix (4 mg of rhbmp-2/acs)) by the means of implantation on (B)(6) 2011. The indication(s) for use was lumbar disc prosthesis. The following actions were required as a result of the event: - conservative care (observation, physiotherapy, education): analgesic - other: infiltration l5-s1 the following were the sponsor and investigator assessment: - rhbmp-2/acs relatedness: unknown - study procedure relatedness: unknown - device/other component relatedness, specify: unknown the outcome had been reported as "resolved without sequelae ((B)(6)2013)."